Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, high right ventricular (rv) lead threshold was observed. It was also noted that the patient had several episodes of ventricular fibrillation that were suspected to have been atrial tachycardia/atrial fibrillation with rapid ventricular response. The right ventricular (rv) lead and device remain in use. No further patient complications have been reported as a result of this event.